Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt's entire device system was explanted due to infection. The pt's outcome, or additional details were not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.